Event description:
It was reported that a lead integrity alert (lia) was triggered due to oversensing on the right ventricular (rv) lead. The pacing impedance dropped drastically, the threshold had risen, and noise was seen on the high rate episodes. Insulation damage was suspected. A chest x-ray was performed and found that the lead had fallen into the lower septal area. It was suspected that the helix was not fully extended. It was determined that the patient had twiddled their implantable cardioverter defibrillator (ICD) which caused the lead to become dislodged. The lead was capped and replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).